Event description:
It was reported the patient had an increase in pain. The patient's health care provider (hcp) conducted an x-ray, which revealed that the patient's leads had migrated. The patient's leads were surgically repositioned. Around a month after the procedure, the patient reported "soreness and tenderness" underneath the device site. No evidence of infection was found. The patient was treated with a "pain patch." The patch recovered without sequela.

Manufacturer narrative:
(B)(4).